Event description:
Customer received a high creatinine result for one pt sample after changing the module set/test assignment for creatinine from the p2-module to run on the p1-module of their (modular ppee) analyzer. Initial result from p2 module gave 9.80 mg per dl. Sample was repeated on a second modular system giving 0.78 mg per dl. The customer changed the module set/test assignment for creatinine back to the p2 module and repeated the pt sample which gave 0.78 mg per dl. The pt was not adversely affected due to the fact that the initial result was not reported.

Manufacturer narrative:
Customer is unable to provide raw data for investigation. If additional info is received, appropriate notification will be provided.